Event description:
The customer reported while running an hiv-1 p24 antigen assay, summit sample handler did nto pipette the correct amount of lyse buffer into well position a10 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced lld springs in positions 1, 2 and 4. No death or serious injury was associated with this event.